Event description:
It was reported that the customer experienced an issue with the pump touchscreen, which was unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided detailed pump reset instructions, and the customer successfully reset the pump, restoring touchscreen functionality.